Manufacturer narrative:
H6: a ventec ventilation product support specialist provided the registered respiratory therapist (rrt) with troubleshooting assistance. The ventec ventilation product support specialist noted that when he spoke to the rrt, she was no longer with the patient or the device. Based on the information that the rrt provided to him, the ventec ventilation product support specialist recommended that she check/adjust ventilator's settings, as well as ensure that the correct patient circuit type had been chosen in its settings. The ventec ventilation product support specialist believed that the ventilator settings were the likely cause of the reported issue, because flow trigger was set at 0.5 and the wrong patient circuit type had been entered into the ventilator settings. The rrt advised that she would review the ventilator settings and make any necessary adjustments before trying again. The rrt has not requested any further assistance from ventec. The device has not been returned to ventec for evaluation. The cause of the patient's alleged hypercapnia could not be determined.

Event description:
A registered respiratory therapist (rrt) contacted ventec to report that they were attempting to transition a patient from their hospital ventilator to a vocsn, but the patient did not tolerate it well. The rrt advised that the patient¿s paco2 increased to ¿above 80.¿ the patient was then placed back on to the hospital ventilator for support. There were no reports of patient harm associated with the reported event. However, 80 mmhg is considered significantly above the normal range for carbon dioxide levels in the blood (hypercapnia) and necessitated medical evaluation/intervention to prevent permanent impairment or damage to the patient. The rrt resolved the patient¿s condition by placing them back on their hospital ventilator. The reporter did not allege that there was a device malfunction during the event, only that the patient's paco2 was significantly above the normal range after being on the vocsn. No further information has been provided about the patient or the event.